Event description:
Endo gia was in use in the or on a laparoscopic assisted tvh. When the surgical tech attempted to reload the endo gia broke and was taken off the table. It had worked with initial load and after 2 reloads. When looking through the scope, the md noted bleeding. Went back and used cautery as endo gia did not provide hemostasisdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, mechanical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, device use continued with restrictions/limitations. The device was not destroyed/disposed of.